Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary a batch record review was completed, and no discrepancies were found. Secondary packaging within the batch record does not display any staining. Affected amount: (B)(4). Duoderm paste (1tubex30g) ster us was manufactured under system application product (sap) code 1000894 and manufacturing lot number 0b02946 on (B)(6) 2020. Lot number 0b02946 was sterilised under reference 2173-8386a and released on review of results of sterilisation provided by sterilisation company steris. All the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 0b02946. This is the second of three complaints for the affected lot registered within database. The other complaints are for spilled product and leakage from cap. 4 photographs were received for this issue and have been evaluated in accordance with work instructions (wi). The photographs confirm the expected lot number, product and the complaint issue where staining can be seen on the secondary pack and instructions for use (IFU) insert for the product. The complaint issue shown is associated with the issue in nonconformance and previous complaints received for greasy tubes and stained boxes. No additional investigation was required as the complaint issues has occurred previously, and the reason is understood. The greasy or spilled product is likely mineral oil that has leached onto the secondary pack from the tube crimp, as it is possible for the product to be trapped within the crimp during manufacture. This is a known issue and does require the secondary boxes to be oriented with the lid down. Changes in this orientation may cause the staining allowing the mineral oil to leach into the secondary packaging. The images received show additional print, known to be printed onto the products at caribetrans for local regulatory requirements. It is likely that the orientation of the secondary box and the tube have been altered during the printing process, so may have allowed leakage to occur. The paste would still be safe to use as the paste within the tube is sterilised, but the leakage from the tube crimp does make the secondary packaging look dirty or greasy. This paste product has since been discontinued. No further action is required or possible due to the manufacturing line having been removed from deeside. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Manufacturer narrative:
Device 5 of 10. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
The distributor reported that the tube was oily and a part of the packaging was also stained with an oily substance. Ten units were affected. The product was not used. The photographs depicting the issue were received from the complainant.